Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No anomalies were found during device interrogation. Pacing and tachy therapy were turned off.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested using automated tested equipment and met all test specifications. The device was normal and no anomalies were observed.